Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during a pre-implant interrogation the pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Storage below recommended temperatures was suspected. Initial analysis of the device showed it had not recovered and it was not cleared for implant. There was no patient involvement.